Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine clinic visit, high thresholds and lead dislodgment were observed on both the rv and lv leads. On (B)(6) 2018 during the leads revision, the rv lead reposition was attempted however it was unable to redeploy the helix. The helix retracted but did not deploy. The lv lead was also unable to be repositioned due to the difficulty to flush due to blood inside the lumen. The rv and lv leads were explanted and replaced. In addition, during the rv and lv leads reposition, it was noticed in fluoroscopy that the atrial lead position was not in the atrial appendage. The atrial lead was repositioned and the new position was fine. The patient was stable before during and after the procedure.